Manufacturer narrative:
(B)(4). The caregiver reported that the patient had been connected to the patient line during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in increased intra-peritoneal volume (iipv). The guide warns the user to that connecting yourself before connect yourself appears can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, the caregiver (cg) stated that the patient had been connected to the setup during priming. The technical service representative (tsr) reviewed proper procedures with the cg and assisted the cg in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.